Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2021 due to cardiogenic shock, likely mesenteric ischemia. The heartmate 3 lvad, serial number (B)(6) , was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2021. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 from cardiogenic shock, likely mesenteric ischemia. No additional information was provided.